Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's support arm is broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the clamp attachment solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The clamp attachment is a part of support arm and is mounted directly to the servo device. The support arm serves to relieve the patient from the weight of the tubing system. It is worth mentioning that customer is obliged to follow the installation instructions delivered together with the device. For example, according to installation instructions for the [support arm 176/support arm 177] (rev. 04) in the specification of the maximum capacity, it is stated how many kilograms can be loaded depending on the angle of use of the accessories (max. Approx. 3 kg). When moving the support arm or changing position, the patient connection should be observed to see that no pulling or other movement occurs. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective clamp attachment of support arm 176.

Event description:
Manufacturer's ref. #: (B)(4).